Event description:
The dealer stated the unit has triggers the circuit breaker reset. This is a rental unit that they were check in between patients. They do not believe the unit has been dropped, no patient injury or property damage was reported the caller has no further information to provide.